Event description:
The customer reported via phone call that she experienced low blood glucose levels. The customer believed she was receiving too much insulin. She treated her low blood glucose level with glucose tablets and food. The customer was hospitalized with a blood glucose level of 550 mg/dl. After receiving a letter that her reservoirs were malfunctioning, she reverted to a backup plan. She did not know how much insulin to give herself and ended up in the hospital with a high blood glucose level. The customer was off insulin pump therapy prior to the emergency room visit for a day. The insulin pump alarmed no delivery during manual prime. The infusion set did not stick to her body. The device was not returned.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.